Manufacturer narrative:
Block d2b: additional pro code qon block g4: additional premarket / 510 (k) p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing pain and discomfort at their implant site. The patient states that the device has shifted and flipped. The patient stated that they would like to have the device explanted since they feel that it is not very effective at controlling their fecal incontinence symptoms despite reprogramming twice. The patient underwent an explant of the device. There were no additional patient complications.